Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record of the used products could not be conducted because the lot number was not provided. The device history record for the unused, unreturned lot numbers said to be involved were reviewed. The device history records contain nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure proper function. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used an unknown number of cook d.a.s.h.® pre-loaded with acrobat wire guide sphincterotomes. The plastic coating was stripping off several wire guides. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172665. Investigation evaluation: our evaluation of the sealed devices returned for evaluation could not confirm the report as it was described, because the devices functioned as intended. During functional testing, the wire guide lumens were flushed and advanced through its accompanying dash-acro-35-450 sphincterotome. The sphincterotome with pre-loaded wire guides were advanced inside a olympus tjf-160v scope placed in a simulated biliary position. The distal end of the devices were cannulated through the simulated papilla. Long wire exchanges were performed where the sphincterotomes were removed by pulling back on the catheter while the wire guide was advanced simultaneously. No resistance was encountered during this process. A visual examination of the wire guides showed no coating damage before or after completion of the long wire exchange. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the 15 unused lot numbers were reviewed. The device history records contain nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. A discrepancy or anomaly was not observed with the product that was released for distribution. A review of the device history record could not be conducted on the two used devices because the lot number was not provided investigation conclusion: we could not conduct a complete investigation because the used products were not returned for evaluation. Fifteen sealed devices were returned and evaluated. All fifteen devices functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. Prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure proper function. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp) procedures, the physician used an unknown number of cook d.a.s.h.® pre-loaded with acrobat wire guide sphincterotomes. The plastic coating was stripping off several wire guides. New information was received on 08-march-2021 that the malfunction occurred on two (2) devices and fifteen (15) unused devices from different lot numbers were returned for evaluation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.